Event description:
My mother had a total knee replacement that was defective and she developed blood clots and infection and pain. Blood clot removal surgery was when she bled to death over night. The knee was defective and was to be replaced before her death. Two blood clots in right leg. Blood clot removal resulted in fatal. Defective knee was not removed, because of surgery done on blood clot. Death is the result of the clot removal surgery. My mother bled in all night and died (B)(6) 2005. Per certificate of death: retroperitoneal hemorrhage.